Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. Suture breaks occurred with the second, third and fourth proglide devices. The suture of a fifth proglide device was successfully pre-placed. The sheath was upsized to an 8f and 10f, the evar procedure was completed. Hemostasis was achieved with the first and fifth pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.